Event description:
The facility reported that an internal pool lift cable snapped. This caused the seat and the patient sitting on the seat to drop. The patient sustained bruises and scratches.

Manufacturer narrative:
The device was examined and it was found a wire had frayed and broken. The investigator noted that it appeared no maintenance was performed on the device since its first use in 2004, which does not comply with the use instructions. The manufacturer recommends the device be repaired by a qualified technician and brought to OEM specifications. The manufacturer also strongly recommends that the operators are retrained to the preventive maintenance instructions for the device.